Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with an error message indicating erroneous parameters were detected. The clinic restored the patient to nominal settings and reprogrammed the device. The patient will be followed normally.